Event description:
It was reported that the patient presented with symptoms of back pain. It was noted that the patient had a lesion on their back. It was determined that the patient has a staph infection. Vegetation was found on the atrial lead. The implantable cardioverter defibrillator and the atrial lead and right ventricular lead were explanted. The patient was stable before, during, and after the procedure.